Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a worn dso seal and uso seal. The tamper seal was broken. There was no evidence to review in the device's event history log. A visual inspection and functional test were performed and the reported issue was duplicated. The device powered up with a motor service due alarm. The cause of the reported issue was due to the motor odometer had reached its service revolutions. As a result, the motor odometer was replaced and reset. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump exhibited a motor service. It is unknown if there was patient involvement, no adverse patient effects were reported.